Event description:
Additional information was received. The lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
Related manufacturer report number: 2938836-2016-11921. During a follow-up, there was an increase in the pacing impedance and an increase in the capture threshold on the right ventricular (rv) lead. Fluoroscopy was performed and there were externalized conductors on the rv lead. The patient was stable. Further information was requested but not yet received.